Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with minimal degradation. The fiber was returned broken into two pieces. The first piece measured approximately 223.5 cm from the top of the connector to the break. The second piece measured approximately 92.8 cm which includes the entire distal tip. There were burn marks at the breaks indicating that the fiber broke while in use. The condition of the returned device does not confirm the event. The fiber tip was not detached. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on october 30, 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 100 watt console for 2000 joules. According to the complainant, during the procedure, the laser fiber was used and the physician removed the fiber from the scope. When the physician tried to re-enter the fiber into the scope, it was noted that the glass tip of the fiber was cracked. There were no fiber fragments that fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a 100 watt console for 2000 joules. According to the complainant, during the procedure, the laser fiber was used and the physician removed the fiber from the scope. When the physician tried to re-enter the fiber into the scope, it was noted that the glass tip of the fiber was cracked. There were no fiber fragments that fell inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.